Manufacturer narrative:
Device evaluation: the distal tip was flared). The 13th, 14th and 15th distal stent segments were partially expanded and deformed. The 18th, 19th and 20th distal stent segments were pinched and deformed. The stent was positioned on the balloon between the marker bands as per specifications. (B)(4).

Event description:
A resolute integrity drug-eluting stent was used to the mid lad. Device was removed from packaging per IFU. Device inspected prior to use with no issues noted. Negative prep was not performed. Device did not pass through a previously deployed stent. The physician was using the radial approach. The lesion was pre-dilated. There was no tight stenosis, calcification or tortuosity but resistance was noticed when advancing the device. Force was not used. During delivery the stent got "hooked" at the initial section of the vessel. After removing the stent it was noticed the stent struts were damaged. The procedure was then completed with two resolute integrity drug-eluting stents with no reported issues. No patient complications were reported.